Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Intimal dissection is listed in the xience xpedition eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure. The electronic lot history record (elhr) was reviewed for the reported lot and there is no indication of a product quality deficiency.

Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the mid left anterior descending artery with moderate tortuosity and calcification. Pre-dilatation was performed and the 3.5 x 23 mm xience xpedition stent was deployed at 12 atmospheres (atm). After deployment , a proximal edge dissection was observed. A 3.5 x 12 mm xience pro stent was implanted for treatment. Post-dilatation was performed and timi iii flow was gained. The procedure was completed successfully. There was no clinically significant delay in the procedure. No additional information was provided.